Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head was not working. The issue occurred during reprocessing. There were no reports of patient or user harm.

Event description:
It was reported that the camera head was not working. The issue occurred during reprocessing. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The subject device underwent visual and functional tests to assess the device status. The customer allegation was confirmed. The evaluation also identified cracks on the connector. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.